Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed hand prime using anew lab reservoir and found occluded at qr connection septum site; unable to confirm occlusion due to customer returned opened/used.

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was 120 mg/dl. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery alarm was recurring. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did not exit. The customer was advised to return the infusion set.